Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Knee revision. Ltka.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: triathlon cr fem comp #4 l-cem; cat# 5510f401; lot# ef9pk, triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# kyaka. Reported event: an event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: not performed as no medical information was provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Knee revision. Ltka.